Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. No accessories were included. A functional evaluation was performed. The device was delayed in it's pressurization. The device passed the weight test. The piston migration was at an excessive 1.77 inches. The reported failure was confirmed and is associated with a seal failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event of a "long operation sound" include a seal failure or depletion of hydraulic fluid over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during the surgery, the spider tenet is not stopping immediately when the surgeon is not stepping the foot pedal. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.